Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.61 volts, while the box label indicated that the voltage should be 3.21 volts. A guidant technical services (ts) consultant recommended not implanting the device, but recommended returning it to guidant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.